Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary. Visual inspection: the 6.0mm ti hard rod 300mm (part # 498.112 / lot # 4983354) was received at us cq. Upon visual inspection, the tip of the returned rod¿s cross-section showed evidence that the rod was cut and not broken. The observed stress marks at the cross-section were consistent with the rod being cut by a tool as the stress marks indicate a heavy force was applied to the two sides of the rod. The use of a cutting tool would yield a similar stress pattern. Moreover, the cut cross-section was very flat, there was no evidence of concavity or surface deviation which would be expected of rod breakage/fracture. It is normal procedure to cut/size/shape the rods based on patient needs. The returned rod is consistent with a cut rod, not a broken rod. The overall complaint is not confirmed. Device failure/defect identified? No; based on the surface condition at the site of material separation, the rod was cut and not broken. Dimensional inspection; specified dimensions: rod diameter = 6.00mm + 0.00mm / - 0.048mm. Measured dimensions: rod diameter = 5.998 mm; conforming. Device(s) used: om147. Conclusion: the overall complaint was not confirmed for the received 6.0mm ti hard rod 300mm (part # 498.112 / lot # 4983354) as the rod was cut and not broken as evidenced by the observed stress and the flat-cross section. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part number: 498.112. Lot number: 4983354. Part manufacture date: 08/19/2005. Manufacturing location: brandywine . Part expiration date: n/a. Nonconformance noted: 100635, 102236. DHR record review: a review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the 6.0mm hard rod 300mm was processed through the normal manufacturing and inspection operations with 2 nonconformances noted. A total of 3 pieces were scrapped for visual defects from both nonconformances following 100% visual inspections. The product lot met all finishing, laser etch, packaging, and inspection criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-codes: mni, kwp, kwq, nkb. Device received. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the 6.0mm hard rod was discovered broken during reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).